Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that a transient ischemic attack (tia) and a device failure to seal occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was attempted using a 35mm watchman flx laa closure device with delivery system (wds). At a routine follow-up examination in (B)(6) 2022, the patient was instructed to discontinue oral anticoagulants and begin dual antiplatelet therapy. In (B)(6) 2022, the patient experienced a tia. Transesophageal echocardiogram revealed the closure device no longer created a complete seal of the laa. No patient complications were reported.